Event description:
It was reported that myocardial infarction occurred. In (B)(6) 2024, the patient underwent percutaneous coronary intervention (pci) using four synergy devices. Three synergy drug-eluting stents (des) were placed from the proximal right coronary artery (rca) to the distal rca and one synergy des was placed from the second right posterolateral artery (rpl) to the third rpl. In (B)(6) 2025, the patient came to the hospital due to chest pain. In-stent restenosis was found and treated. However, the patient developed a myocardial infarction, so the medication was adjusted, and rehabilitation was performed. Flow was confirmed only on the proximal part of the implanted stent in proximal rca, but 99% stenosis was noted in all other areas. Although the patient showed no allergic symptoms, a patch test was being performed as allergies were suspected. The patient is still in the hospital and was scheduled for a procedure. The patient's condition is currently stable, and no further issues were reported.

Manufacturer narrative:
D6a implant date: (B)(6) 2024. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6 patient codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results: device technical analysis: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: the product record review confirmed that this is not a new failure type, and the risk is anticipated. Investigation conclusion: this product investigation is assigned the most probable cause classification of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. The complaint did not report any mechanical failure with the device which could potentially have contributed to the complaint event. It is noted per the product's instructions for use that restenosis or late acquired malposition of treated segment and myocardial infarction and angina are listed as known adverse events associated with device use. D6a implant date: (B)(6) 2024. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that myocardial infarction occurred. In (B)(6) 2024, the patient underwent percutaneous coronary intervention (pci) using four synergy devices. Three synergy drug-eluting stents (des) were placed from the proximal right coronary artery (rca) to the distal rca and one synergy des was placed from the second right posterolateral artery (rpl) to the third rpl. In (B)(6) 2025, the patient came to the hospital due to chest pain. In-stent restenosis was found and treated. However, the patient developed a myocardial infarction, so the medication was adjusted, and rehabilitation was performed. Flow was confirmed only on the proximal part of the implanted stent in proximal rca, but 99% stenosis was noted in all other areas. Although the patient showed no allergic symptoms, a patch test was being performed as allergies were suspected. The patient is still in the hospital and was scheduled for a procedure. The patient's condition is currently stable, and no further issues were reported.